Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 125 mg/dl. Troubleshooting was performed and the device passed the fixed prime test. The customer stated that the battery was out of pump when she was in hospital causing basal rates, date, and time to erase. Advised customer to call back to perform the high-pressure test upon receiving the tubing clamp.